Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Abdominal pain is a known complication of a peg tube placement. Conservatively, abbvie has chosen to report these events, there was no reported alleged device related adverse event, alleged device malfunction, and no alleged device procedure related complication if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. In (B)(6) 2017 the patient developed abdominal pain. Neurologist and surgeons thought that the abdominal pain was more likely to be a muscular pain or a non motor parkinson pain worsened by surgery. Duodopa continues and patient is able to eat with no problems. On (B)(6) 2017 the neurologist reported that after another computed tomography scan liver fluid collection was found, and after assessing with surgeons, patient was operated. After operation neurologist reported that there was no pus on gastric cavity but it was completely inflamed. The liver fluid collection and the gastric cavity inflammation, those events may suit better for the cause of abdominal pain. They decided to remove duodopa tubes and wait, with the intention of restarting infusion again once the patient gets recovered. The duodopa restarted with nasal j tube